Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure the stapler did not fire. The surgeon was not able to press the green button and was not able to squeezed the handle.